Event description:
It was reported that the valve was explanted after an implant duration of approximately 5 days due to severe aortic insufficiency with a large perivalvular defect and dehiscence. It was identified, through review of source documentation provided, that the patient had aortic valve replacement 5 days prior for endocarditis. At that time, there was a defect in the root and the aortic wall which was repaired with pericardial patch. The subject device was then implanted. Post-implant, there was moderate central aortic insufficiency through the pericardial valve. There was no apparent perivalvular leak. Transesophageal echocardiogram now showed severe aortic insufficiency. During explantation, it was noted that the valve was found to have torn loose in several places along the interventricular septum, where the fungal infection had invaded muscle. The device was explanted and replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement reported.

Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis. Unfortunately, the root cause of this event could not be confirmed with the abscence of cardiac imaging and the subject device. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. In this case, the operative report documents the dehiscence being in the area of the patient's previous fungal infection (endocarditis). The surgeon also noted that there was no malfunction of the edwards valve. No further actions are possible with the available information.